Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reports that her sensor was broken by accident; customer mentions that she inserted on her arm and got moved and crushed it customer mentions that her site insertion was because of what health care professionals at local medtronic told her. The customer will return the sensor, send exchange sensor.

Manufacturer narrative:
Inspected one opened and used sensor and checked for broken or missing parts and none were found sensor passed per specification. Found whole sensor.